Event description:
It was reported that during an in-office visit there was difficulty interrogating this pacemaker. The clinician could feel the border of the device and tried repeatedly. Technical services (ts) transferred clinician to the call center to page representative in case device is in some type of alert status. The device successfully transmitted three days later and there was no alert status indicated. There was no adverse patient effects. The device remains in service.